Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
The event date is approximate.

Event description:
The consumer alleged that their protectiveclean power toothbrush metal shaft came out of handle during use. No injuries were reported.